Event description:
It was reported that the iab was placed transthoracically due to the pt'spoor hemodynamic status. Three hrs later, blood was noted in the helium tubing. The catheter was clamped and remained in place until the pt coded and expired 10 hrs later. The physicians on this case do not consider this incident to be the cause of the pt's death.